Event description:
It was reported that the patient presented to the clinic for a routine wound check. It was noted that the patient developed a pocket infection of the pacemaker system. The pacemaker system included a left ventricular medtronic lead. There is no indication of vegetation on the leads and no indication that the infection was caused by the pacemaker system. On (B)(6) 2024, the entire system was explanted at (B)(6) hospital. The patient's condition was stable before, during, and after the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).